Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. No numbers scrolling up were noted. The pump had a cracked case at the display window corner, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that he had unresponsive buttons and numbers that were scrolling non-stop. Customer also received a battery alarm. Customer's blood glucose was 205 mg/dl at the time of the incident. Customer's blood glucose today was 105 mg/dl. It was found that the customer had been sweating and the pump was on his hip. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.